Manufacturer narrative:
The device was rec'd by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is rec'd, a supplemental MDR will be sent. (B)(4).

Event description:
Report rec'd from united states indicating the device burr comes out. It is unknown when the event occurred. It is known that the device was not used in surgery. It is not known if injury or medical intervention occurred. There was no add'l info provided.